Manufacturer narrative:
No further information is expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patients experienced ventricular tachycardia (vt), therefore anti-tachycardia pacing (atp) was delivered. Following the delivered therapy, the patient accelerated into ventricular fibrillation (vf). Technical services (ts) discussed possible troubleshooting options and this device remains in service. No additional adverse patient effects were reported.